Event description:
It was reported that implant shift/movement occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The device was deployed and released; however, the device shifted proximal after release. The device was attempted to be snared out of the ostium. After three hours they were unable to get a good position around the device to remove it, so the decision was made to leave it. There have been no complications reported and the patient was discharged two days later.